Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a partial display. She removed and replaced the battery and it alarmed for a failed battery test. The blood glucose reading ran up to 425 mg/dl. The insulin pump also alarmed for motor errors. The drive support cap appeared normal and recessed. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had constant tone due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, failed battery test alert and battery out limit alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.